Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. Analysis indicated that the outer insulation of the lead was extrinsically breached due to a cut. Visual analysis of the lead indicated damage at implant. The analyst noted that visual inspection found a large volume of blood ingress along lead length and on the proximal conductor, and a very, very tiny breached on the outer insulation was observed. According to the finding and the anomalies described in the event and due to the length of implant, it is likely that the extrinsic insulation breach that was observed during analysis occurred at implant and related to the complaint of high thresholds.

Event description:
It was reported that the patient developed sick sinus syndrome and dyspnea on exertion with chronotropic incompetence. It was noted the right atrial (ra) lead exhibited high thresholds, a lead dislodgement and was unable to capture. The lead was reprogrammed and subsequently explanted and replaced. The patient is enrolled in a product surveillance registry. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.